Event description:
An optometrist reported that three weeks following bilateral lasik, the pt presented with epithelial ingrowths in both eyes. The pt did not experience loss of visual acuity. In a f/u, the center director reported that the corneal flap was lifted and irrigated to treat the event. The pt was seen one week later and the event had resolved. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).